Manufacturer narrative:
The customer contacted siemens technical solutions center (tsc) to report the discordant cardiac troponin I result. The customer stated that the issue began when they changed chemistry wash bottle. The customer stated that quality control (qc) was high. The tsc performed troubleshooting with the customer. The tsc instructed the customer to run chemistry wash testing five times to check for contamination, resulting out of specification. The tsc instructed the customer to change chemistry wash bottle and rerun chemistry wash testing, which resulted in specification. The tsc asked the customer to recalibrate the method and ran quality control (qc), which was acceptable. The tsc indicated that chemistry wash could have been contaminated when it was changed. The cause of the discordant cardiac troponin I result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high cardiac troponin I result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, and recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high cardiac troponin I result.